Manufacturer narrative:
D6b: explant date: a year ago.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer effective in alleviating patients pain even after multiple programming sessions. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility.